Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields. Corrected fields. The subject device was manufactured on sept. 2022 based on the provided lot information "29k". The exact date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the probe damage error and the probe broken was possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed mechanisms are shown below. Mechanism 1: 1.during output activation in seal & cut mode, the probe came into contact with hard tissue, metal or surgical instruments. This caused scratches on the probe. 2.a force to activate the output in seal & cut mode, or a force to grasp the body tissue was applied to the probe. Therefore, cracks were branching from the scratches on the probe. 3. A force was applied to the probe causing it to break. Mechanism 2: 1 during seal & cut output, the probe came into contact with hard tissues, metals or surgical equipment, resulting in scratches. 2. The load of seal-and-cut output and tissue gripping was applied to the probe, causing the crack to originate from the scratch. 3. The load was applied and the probe broke. However, the root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Do not close the gripping part and perform a seal-and-cut output when there is no grasp between the grasping part and the probe tip, or when it is not possible to confirm whether the living tissue, blood vessels, lymphatic vessels, and tissue bundles that are being grasped have been incised. Due to abnormal heat generation caused by friction between the gripping part and the probe tip, the gripping part and the probe tip may be damaged, deformed, or falling off, and part of the tissue pad may peel off, leading to severe wear. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. When treating living tissues or blood vessels, lymphatic vessels, and tissue bundles in seal-and-cut mode, make incisions with light tension to indicate the incision. Also, when it is cut off, stop the output immediately. Otherwise, abnormal heat generation due to friction between the tissue pad and the probe tip may lead to damage, deformation, or disconnection of the gripping part (both the stainless-steel part and the fluoropolymer part) and the probe tip, or a part of the tissue pad may peel off. The event can be prevented by following the instructions for use which state: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. This product is intended for soft tissues. Do not use the probe tip to grasp hard tissues such as bone or calcified tissue, or metal clips, stapler needles, other surgical instruments, or forceps. If the probe tip is scratched, or the heat generated by friction between a hard substance and the probe tip causes severe wear, deformation/tearing, or partial peeling of the tissue pad, and contact between the probe tip and the metal of the gripping part may cause the probe tip to break before an error message is displayed or a warning sound is sounded. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Never touch or grip the tip of the probe with hard objects such as metal clips, stapler needles, or other surgical devices (e.g., uterine manipulators). Also, be aware that the tip of the probe may come into contact with these hard objects without realizing it. Ultrasonic vibration may cause scratches on the tip of the probe, causing damage or falling off. In addition, high-frequency currents can flow through these metals, causing spark discharges that can lead to burns, which can lead to deterioration of functionality. Olympus will continue to monitor field performance for this device.

Event description:
The customer indicated they ¿ran a handle and performed a scopy¿ and saw part of the forceps inside the 5mm shaft. The breakage was realized upon removing the probe through the shaft.

Manufacturer narrative:
This report is being supplemented to provide corrections to d9, h2, h6, and h11 to include information (regarding the device evaluation) that was inadvertently not included in the previous submissions. Also, this supplemental report includes additional information based on the legal manufacturer's (lm) further investigation. The probe was evaluated by olympus and confirmed to be broken. Per the further investigation, in addition to the previously reported findings, the probe likely broke due to the following mechanism: 1. Grasping section was closed without grasping anything while the device was activating in seal & cut mode (this includes after tissue resection) causing the tissue pad to wear out. 2. Since the tissue pad was worn out, the non-insulated area of the grasping section and the distal end of the probe came into contact. 3. The output was activated in seal & cut mode in the state of description stated above. This caused scratches (contact marks) on the distal end of the probe and the grasping section. The scratches indicate that the distal end of the probe was contacting the distal end of the grasping section. 4. Cracks starting from scratches (contact marks) due to the seal & cut output or the load of tissue grasping being applied to the probe. 5. A force was applied to the probe causing it to break. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasonic surgical device probe tip broke during a therapeutic laparoscopic subtotal hysterectomy procedure. The piece did not fall in the patient's body, but into the shaft of the trocar. The issue happened at the end of the procedure and it was successfully completed by using the other tweezers in the tray. There was no delay and no impact to patient. The user heard an alarm sound after the probe tip broke. There were no reports of patient harm.